Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that last night when charging the coupling bars were erratic. The caller further clarified that they had the recharger antenna in a stable position directly over the ins and stated that the coupling bars wouldn¿t stay at 8 bars. The caller stated that the coupling bars would drop to 4 then 2 and were not consistent. The caller stated that they tried holding the recharger antenna directly over the patient¿s ins and stated that the coupling bars still weren¿t consistent. The caller stated that it took about twice as long to charge the patient¿s ins last night due to inconsistency with coupling bars. The caller mentioned that the patient lived in an assisted living and stated that previously various nurses had helped with charging the ins and stated that they never mentioned it was an issue. The caller stated that they had recently assumed caregiver responsibility and first noticed the issue last night. After troubleshooting by reviewing importance of antenna placement the patient got 6-8 coupling bars and the issue was resolved. Additional information was received: it was reported that the patient lived in an assisted living home and the nursing staff was trained to do the charging on a daily basis as part of their care. However, the patient wouldn¿t sit still for the entire charging time or dozed off and then removed the recharger upon waking, thinking that it was done. Now the family caregiver did the daily charging as the nursing staff couldn¿t sit with the patient exclusively for 45 minutes a day. What they were experiencing varied daily. Some days the device synced up well and stayed synced with charging taking about 30 minutes. Other days it was difficult to get it to sync but then stayed synced. Then there were days where it was synced but then suddenly dropped to ½ coupling for a minute, then down to nothing, even when neither the patient or device had moved. Some days it would do that several times over the course of the charging session. The sessions lasted well over an hour. When asked if the lengthened charging time resolved they said no, the device would not reproduce the problem while they were talking with their representative. It was doing sudden drop off in coupling more than once a week. It was almost as though it had a loose wire or something, although the device showed no signs of such, the cables looked fine.